Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited increasing thresholds. The rv lead was capped and replaced. No patient com plications have been reported as a result of this event.